Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had system error code 133.6080 was not identified during the customer call. The tech support recommended that the unit be sent for repair services. Biomed charge the unit for a few minutes and power it on, the unit powered on with no error. Biomed know that this error was caused by a low battery charge. Recommended to charge the unit then perform a check-in. Biomed will call back if further assistance is needed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had system error code of 133.6080. There was no patient involvement. Bd tech support provided troubleshooting with the customer. Recommended to charge the unit. The unit powered on with no error. Let biomed know that this error was caused by a low battery charge.